Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the error 3040 and also noticed error 3034 (detector temp. L-limit error) in the aia-900 instrument's error log. For error 3040 incubator temp h-limit message, the fse inspected the incubator table and checked for proper connections. Fse performed alignments of the incubator to the sample nozzle and cup transfer assembly; fse verified adjustments without errors via the cup transfer test. Fse also checked, adjusted, and monitored the incubator temperature; the temperature became steady at 37.0 degree celsius (standard: 42 degrees celsius). Error 3040 incubator temp h-limit error cleared. For the 3034 detector temp. L-limit error message, fse found the detector temperature was 26.1 degrees celsius (standard is 32 degrees celsius) and the instrument was not responding to the temperature adjustments. Fse found signal from the bfc (bound free control) board was not being received at the detector. Fse observed a break in a signal wire from cable to the detector; fse repaired the cable wire, confirmed the continuity signal in the cable, and reinstalled the repaired cable. Fse then checked and adjusted the detector, the wash, and the substrate temperatures. Fse then performed substrate background check and verified the result and detector temperature were within specification. The customer ran quality controls (qc); all passed within acceptable results. The aia-900 instrument is operating as intended and both errors cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 3040 is incubator temp. H-limit error. This message is generated when the incubator temperature rose above the upper limit (standard: 42 degrees celsius). No further operation will take place. An io flag will be attached to the measurement result. The customer is to check the heater and the temperature sensors t123, t124. Message 3034 is detector temp. L-limit error. This message is generated when the detector temperature fell below the lower limit (standard: 32 degrees celsius). No further operation will take place. An io flag will be attached to the measurement result. The customer is to check the heater and also the temperature sensor t200. It is necessary to switch the main power on again. The most probable cause of the reported issue was due to connection seating needed adjustment and a break in the signal wire from the cable to the detector.

Event description:
On (B)(6) 2018, a customer reported getting error 3040 incubator temp h-limit error on the aia-900 instrument. Customer is unable to run intact parathyroid hormone (ipth) patient samples. On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.